Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
The reporter contacted animas on (B)(6) 2013 reporting a meter issue but in clarification reported that the patient no longer uses the pump. Customer support (cs) asked why and the reporter stated that the healthcare professional (hcp) said it did not seem to be working for the patient and took them off of it. The reporter stated that the patient went into the hospital in december with a blood glucose (bg) of 800 mg/dl diagnosed with ketoacidosis. The patient was in the ICU and put on IV. The patient had severe nausea/vomiting, severe thirst, and severe urination. Both the patient and doctor never thought to call cs to trouble shoot pump. The reporter did have the pump was not able to troubleshoot at that time. This report is being made due to hyperglycemic event the patient experienced.